Event description:
It was reported that a one-link y-type intravenous catheter extension set had experienced a "complete occlusion". The user removed the y-set adapters and primed one side of the y-set with total parenteral nutrition (tpn) and the other side with dopamine. The y-set was then connected to two unknown sets, one containing tpn and the other containing dopamine. Then the y-set was connected to a dual-lumen umbilical vessel catheter. The tpn line was hooked up to a non-baxter large volume pump and the dopamine was hooked up into a mini-infuser pump. Then the infusion was initiated and an occlusion was identified less than 5 minutes after the start of the infusion. The user was unable to flush the lines, in order to establish a flow. The occlusion was observed at the conversion of the three lines. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore the customer reported condition could not be confirmed, nor could a cause be identified.